Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient would be having the device replaced, the battery went out, and the device was not strong enough. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated that their stimulator was turning off and their bladder was flooding and described having a loss of therapy started in (B)(6) 2017. The patient stated they knew it was off because they will have to go to the bathroom all the time. The patient started having falls in 2017 due to their parkinson¿s disease and they fall a lot. The patient stated they sometimes feel stimulation and sometimes they don¿t, which patient services explained is normal operation of the therapy. The patient synced the device with their programmer and found the device was on and set at 8.5 volts. It was reviewed that 8.5 v is a very high setting and can deplete the battery fast. The patient doesn¿t think they have been around any high sources of emi, and they don¿t believe they are accidentally turning the stim off button. The patient was advised to consult with their healthcare professional. No further complications were reported or are anticipated.